Manufacturer narrative:
The following items were received for complaint investigation: one used list# ch2000s-c, spinning spiros® closed male luer, red cap; lot# unknown. One (1) used list# unknown, extension tubing with spiros; lot# unknown. No visual damages or anomalies were observed. The reported complaint of disconnection leading to a leak was confirmed. The returned sample had the spiros spin feature activated and no mating device. The probable cause of the disconnection is unknown. The device history record review could not be conducted because no lot number was identified. Corrected information can be found in d10 and e4.

Event description:
It was reported that a spinning spiros® closed male luer, red cap. The reporter stated that "at 2250 the 1:1 pct who was with the patient, felt a drip on her arm when she was standing near the IV pole. She then noticed that the ara-c syringe was not connected to any tubing and was infusing onto the floor. She called me in, and I stopped the pump and told her to wash her arm well with soap and water. I paged the np and got the chemo spill kit to clean the area. My pod partner spoke with the np for me while I was in the room cleaning the spill. She confirmed with np that we could just hang the next dose of ara-c that was due about 5 hours later, and then the team could figure out how to give the amount that was missed at the end of the last 24-hour infusion. (I didn't want to use the syringe that had been disconnected because I was concerned about contamination while it was unhooked.) After the spill was cleaned, (B)(6) helped me start the new syringe and restart the infusion. I kept the syringe and tubing that were involved in the spill and will leave them for (B)(6). It doesn't appear that anything broke. I suspect that the tubing was not properly secured to the spiros and it was not "spinning." Luckily, I had thrown out some old tubing 1 hour before this spill was discovered, and I had traced lines and know the tubing was secure and infusing normally at that time. I squirted some ns on the floor to gauge the size of the spill, and I estimate it was only 1 ml that was lost, plus the amount in the tubing. There were 14mls left in the syringe." There was patient involvement and no adverse event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.